Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7071043 / 7071066 / 7071098 / 7071100 / 7071107.

Event description:
It was reported that the tunneling of the patients leads had caused some pulling at the skin. It was noted that the patients leads were tunneled down the neck into the back where the ipg is located. The patient did not have a full range of motion without feeling like the leads were pulling when moving the neck. The patient underwent a revision procedure wherein an extension was added and nothing was removed. The patient was doing well postoperatively.